Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that the patient was experiencing high impedance issue (related manufacture report number 1627487-2021-12726 and 1627487-2021-12727). As result the patient underwent surgical intervention during which impedance test on the extension and leads showed high impedances on all contact. As such, the extension was explanted and replaced with a new extension . Nothing was done on the lead. Reportedly, high impedances on the implanted leads remained but a company representative was able to program around them.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.